Event description:
Reported to my doctor and CPAP supplier that using the machine caused me to have respiratory issues during use. They tried a variety of mask options and none worked. It was presumed that the device was causing my difficulty breathing and headaches. I voluntarily stopped using the device because of struggling to breath which intern now causing my sleep apnea to go untreated. FDA safety report ID# (B)(4).